Event description:
It is alleged that on (B)(6) 2009, a cook celect ivc filter was implanted as a prophylactic measure prior to a colostomy procedure. In (B)(6) 2010, the pt went to the hospital complaining of pain from her back that radiated down to her right leg and discomfort on her right side. As a result, she underwent a CT scan which revealed that the struts of this device penetrated her vena cava and tilted. Another strut penetrated her renal vein. At that time, the doctors believed that the ivc filter was stable and kept it in place. The pain and discomfort continued until it suddenly escalated into crippling pain in (B)(6) 2011. At the time, the pain was described as that of a kidney stone rendering the pt unable to event stand during examination. CT scan images were taken when it was discovered that the cook celect IV filter broke apart and the fragments migrated to her lung and liver. On (B)(6) 2011, a physician at a different hospital other than the implanting facility attempted to remove this device and fragments. Although he was successful in extracting the main components, he was unable to retrieve the fragments from her lung and liver, and a third fragment from her vein. The physician is concerned about the third fragment as it is susceptible to migration. Fragments still remain in the lung and liver.

Manufacturer narrative:
(B)(4). The investigation is in progress.